Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: on (B)(6)2021, the second affiliated hospital of anhui medical university located in china reported to cook that a ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh; lot#: 13631139) separated in a 43-year-old, female patient. The device was placed in the patient for pelvic drainage and was removed on (B)(6) 2021. On (B)(6) 2021, the physician discovered that the drainage catheter had separated, and a portion of the device remained in the abdominal cavity. As a result, the patient required an additional procedure with intravenous anesthesia to remove the separated drainage catheter. No other adverse events were reported due to this occurrence. Attempts to gain additional patient and event details were unsuccessful. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 13631139 and the related subassembly catheter tubing lots sa13480692 andsa13499723 did not have any related non-conformances. A databased search revealed this complaint to be the only reported complaint associated with the complaint lot number. Based on the dmr review and DHR, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi_rev5] packaged with the device contains the following in relation to the reported failure mode: "precautions: -patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." Based on the information provided and the results of the investigation, the cause of this event could be traced to a component failure without design or manufacturing deficiency. The user did not identify any damage during initial placement. It is possible that the catheter underwent excessive force or tension while being removed from the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional details regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter separated on removal from a (B)(6), female patient. On (B)(6) 2021, a pelvic drainage catheter was removed from a patient. During removal, the catheter separated; however, the separation was not noticed during the procedure. On (B)(6) 2021, a portion of the catheter was discovered in the abdominal cavity and it was removed under intravenous anesthesia. No other adverse effects were reported. Additional information regarding event details has been requested, but is currently unavailable.